Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a arteriotomy closure of the common femoral artery using a prostyle device after an interventional transcatheter aortic valve replacement procedure with a 6f sheath. Reportedly, during the procedure, a cuff miss occurred. Difficulty was encountered while reinserting the guidewire. As a result, the physician cut the sheath distal to the guide wire access port. The physician was subsequently able to advance a guidewire and successfully close the arteriotomy using a prostyle device. Hemostasis was achieved with an additional device. There were no adverse patient effects. No additional information was provided.